Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a nephrolithiasis procedure, the subject device was in use when it broke causing a burn of the drape. Leg and area where the burns were in the drape examined and no burn noted on patient. Disconnected laser fiber and completed procedure with a new laser fiber. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported; the subject device had the laser fiber break when in use, causing a burn of the drape. The issue was found during an ureteroscopy, laser lithotripsy. A rigid cystoscope was also used with the fiber. Surgical team indicated the fiber broke close to where it was clamped onto the drapes. The clamp however was not clamped directly on the fiber, the surgeon made sure to create a pocket of drape around fiber and only clamped the drapes above the laser fiber. The was no flame just burn mark noted on drape. The procedure was completed using the same device. The laser fiber was disconnected and replaced with new laser fiber and the procedure was completed. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
This supplemental is for correction to h7, h9.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, thermal damage as its blue coat being charred and melted. The distal tip is present. Fiber was broken while firing, at 120 cm from connector and 160 cm from first break. It appears to have been mishandling by the user. A likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.